Manufacturer narrative:
H6 (investigation findings): code 174 - material and/or chemical problem identified was inadvertently included in the previous report.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The submitted and downloaded log files spanned approximately 28 hours of data combined ((B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2021 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2020 at 11:08 the power cable disconnect alarm activated white connected to the power module due to a rsoc_invalid fault on the white cable. There were several other power cable disconnect alarms active in the log file. However, all of these were associated with typical power source exchanges. No other notable alarms were active in the log file the returned system controller, serial number (B)(6), passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event was unable to be reproduced when the controller was connected to either power module or batteries, including when the power cables were manipulated by hand. Additional information provided stated that the alarms did not resolve after exchanging the patient¿s 14v batteries and battery clips, but did resolve after replacing the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), section 7 - ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, section 6 - "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10 - ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported "connect to power" alarms while on batteries. The vad team replaced the batteries and clips; however, the clips looked fine. A log file review was requested. The event log did not capture any unusual events. There were a few power cable disconnect events noted in the log but these were associated with power source changes. These types of events are typically related to the peripheral equipment such as the battery clips and 14v batteries. The vad coordinator gave the patient a new set of clips. The vad team checked the primary controllers electric lead connections and they appeared undamaged and pins aligned. All 8 batteries were replaced. It was reported that the patient's wife called and reported that, despite the hospital changing out all of her husband's batteries and battery clips, he continued to have "connect to power" alarms while connected to batteries. The customer reported that they believed the next logical step would be to exchange the controller. Since they were planning on upgrading the patient's controller with low flow software in a few weeks, they asked if they could perform the controller exchange and software upgrade together a few weeks ahead of schedule. The patient's controller was exchanged.